Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of the moderately calcified popliteal artery, the fox plus balloon catheter did not hold inflation pressure during the first inflation, and a pinhole in the balloon was noted. The catheter was removed from the anatomy without incident. A second fox plus balloon catheter was used to complete the procedure. There was no patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.